Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date - ni. Manufacture date ¿ ni.

Event description:
Patient reported a revision approximately 1 month post-implantation due allegation of failed locking mechanism. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicates the patient was revised approximately 1 month post-implantation due to dislocation. Revision operative report noted dislocation, wear and impingement of the constrained liner, abductor dysfunction and a hematoma. During the procedure, the patient's leg was lengthened to add stability and the head and liner were removed and replaced.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00578.